Event description:
It was reported additional drill holes were left in the patient's bone due to a misalignment of the device. The surgeon had his orthopedic resident drill medially for the compression rods for the panta nail. The orthopedic resident did proceed to drill for the most proximal screw and after confirmation on x-ray, the surgeon realized that the compression rods and the drill bit for the proximal tibia screw had missed the nail posterior of the nail. The surgeon removed the drill bits and compression rods and started over on the compression rods portion of the case. The surgeon proceeded to drill for each compression rod and was able to drill for each and successfully get each compression rod to properly pass through the nail. Then he proceeded and was able to get each screw for the tibia to pass through the nail per the surgical technique. After the case we discussed what may have happened and the surgeon feels that the orthopedic resident may have been pushing too hard while drilling for the compression rods causing the drill bit to skive posterior of the nail. The reporter later added that the panta nail set of devices was used to complete the procedure, used by the attending surgeon, as opposed to the resident - who had made the initial attempt. The same devices have been used since this event without issue. The reporter clarified that there is no complaint against the rods or drill bits. These are mentioned in the narrative to explain the issue, there is no concern of failure for these items. He reports an alignment check was done prior to the initial attempt of placement for this event. The alignment check was successful. The issue is suspected to be related to the amount of pressure applied while drilling. Additional drill holes were left in the patient's tibia. The surgeon did not feel this constituted an injury.

Manufacturer narrative:
Integra has completed their internal investigation on 4oct2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: DHR for lot fcby reviewed and no anomalies that could be associated with the complaint were observed. A review of the complaint system was performed. This is the fourth confirmed incident reported to newdeal about compression device misalignment for the past two years. As pn 519130nd is reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, (B)(4) panta nail have been sold. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4) percent. Lot fcby was manufactured in 12th march 2015 and (B)(4) items were released. This is the first incident about misalignment issue with the lot fcby. Conclusion: the incident is not linked with the manufacturing of the device. The same devices have been used since this event without any issue. It was reported an alignment check was done prior to the initial attempt of placement for this event. The alignment check was successful. The issue is suspected to be related to the amount of pressure applied while drilling.